Event description:
It was reported that while using the infusion administration set, the infusion was below expected delivery by 16.3%.. There was no patient injury reported.

Manufacturer narrative:
One cadd administration set was received for evaluation in relation to the reported event. The returned sample was received in decontaminated condition without original packaging in a plastic bag. Visual inspection found no damage or discrepancies were found in the sample. Functional testing of the device was unable to confirm or replicate the reported event. The root cause cannot be determined since the reported event was not confirmed due to the fact the sample was tested and successfully passed. A DHR was unable to be completed as there was no lot information provided.